Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device explanted; for more information regarding that device. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 03/24/2010, the sales rep received a response from the surgeon that the surgeon had unsuccessfully attempted a mitral valve repair. Implanted with a valve with satisfactory results. He stated, there was nothing wrong with the ring. The surgeon has disassociated the device; therefore, this has been determined no longer reportable per edwards lifesciences procedures.

Event description:
Reported by the customer as: under infusion. Should have delivered 9.9, did deliver 9.3. No pt injury.